Manufacturer narrative:
The preliminary analysis of the returned device revealed a damaged ventricular setscrew, which could explain the reported connection issue. No tightening mark was observed on the ventricular set-screw and the first thread of the ventricular set-screw was damaged.

Event description:
Reportedly, on 7 october 2021, at 20:30, a kora 100 dr was replaced by an eno dr, s/n (B)(6). When the doctor inserted the ventricular lead into the new pacemaker, he was not able to screw in the screw with the screwdriver. He had no problems with the atrial lead. A new screwdriver was used, but it was still not possible to connect the ventricular lead correctly after several attempts. A new eno dr pacemaker was connected instead and it started pacing correctly.

Event description:
Reportedly, on (B)(6) 2021, at 20:30, a kora 100 dr was replaced by an eno dr, s/n: (B)(6). When the doctor inserted the ventricular lead into the new pacemaker, he was not able to screw in the screw with the screwdriver. He had no problems with the atrial lead. A new screwdriver was used, but it was still not possible to connect the ventricular lead correctly after several attempts. A new eno dr pacemaker was connected instead and it started pacing correctly.

Manufacturer narrative:
In the initial report submission, d1 (brand name) was incorrect. It was indicated "kora" instead of "eno".

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2021, at 20:30, a kora 100 dr was replaced by an eno dr, s/n (B)(4). When the doctor inserted the ventricular lead into the new pacemaker, he was not able to screw in the screw with the screwdriver. He had no problems with the atrial lead. A new screwdriver was used, but it was still not possible to connect the ventricular lead correctly after several attempts. A new eno dr pacemaker was connected instead and it started pacing correctly.